Manufacturer narrative:
Batch review performed on 30 may 2022. Lot 161955: (B)(4) items manufactured and released on 17-june-2016. Expiration date:2021-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At 3 years and 9 months after the primary, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the insert (14mm to 20mm) and the surgery was completed successfully.